Event description:
It was reported that during a clinic visit, stored episodes of noise were observed on the right ventricular lead of an asymptomatic patient. All other electrical values were normal. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.